Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The ot was conscious and at home at the time of the event. The pt reports that he did not press the response buttons prior to the treatment. The data confirms that the response buttons were only pressed after the treatment was delivered. The pt did not seek medical attention following the event and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was taken to the hosp following the event and continues to wear the lifevest. Device eval was accomplished through review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(6) - 06/01/2014 (reuse) electrode belt sn (B)(4) - 05/01/2013 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).